Event description:
It was reported that a faradrive steerable sheath clear was selected for use in a farapulse procedure to treat atrial fibrillation. During the procedure, the fluid valve of the faradrive steerable sheath clear was drawing air. Attempt was made to adjust the position of the faradrive steerable sheath clear, while the faradrive steerable sheath clear was inside the body. However, still air was noted. A slow drip blood leak was noted from the distal end of the faradrive steerable sheath clear. Pressure bag method of irrigation was used with a unknown flow rate. A farawave 31 mm and guide wire were inside the sheath when air was noted. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.